Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device wont power off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the touch screen does not working and header plate contaminated. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.